Manufacturer narrative:
The reported events of device sensing anomaly and inadequate shock stimulation anomaly were confirmed. Tech services confirmed the reported event was caused by external (non-device related) factors. The device behaved as programmed. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Related manufacturer reference number: 2017865-2024-33665. It was reported the patient presented remotely via merlin. Net. Review of the transmission revealed the right ventricular lead exhibited low high voltage impedance and the implantable cardioverter defibrillator (ICD) exhibited an incorrect interpretation of signal which resulting in inappropriate anti-tachycardia pacing (atp). The right ventricular lead and implantable cardioverter defibrillator (ICD) were explanted and replaced. The patient was in stable condition.